Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio results: 1.3, 2.7, and 1.3 or 1.4. New fingers each time. Patient's therapeutic range is (2.0-3.0).

Manufacturer narrative:
Investigation pending.